Manufacturer narrative:
Date of event: (B)(6). Date of report: 25aug2019. The field service engineer (fse) verified the o2 line in back of the ventilator & verify if any errors in the diagnostic codes. Fse replaced the parts for the o2 water trap assembly, completed the performance verification & return the ventilator back into service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer indicated that the o2 has no connection. There was no patient involvement.